Event description:
The customer initially reported that their device was showing a service indicator. The device was also rebooting when only entering the service mode and would not complete a user test; however, the device functioned normally when not entering service mode. After an evaluation by physio-control, it was observed that the therapy pcb did not have any usb communication, which logged multiple event codes and also caused the device to not have the ability to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4).physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. It was determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c556. The leaky capacitor affected usb communication on the therapy pcb, which caused the no defibrillation therapy and also disabled communication to the power supply.